Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the instrument was left on the material manager's desk with a note indicating that the enclosed instrument would not fire. The surgeon, procedure, procedure date and all other circumstances are unk.